Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that a guidewire could not be inserted into the lead. The distal conductor cable extended to the proximal end of the connector pin and did not allow for the insertion of a guidewire. All electrical testing was within specified parameters. The lead was returned with explant damage.

Manufacturer narrative:
Concomitant product: d334drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the physician experienced difficulty passing the guidewire through the right ventricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.